Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old male patient ((B)(6) lbs) underwent an atrial fibrillation (afib) ablation procedure with a navi-star¿ rmt electrophysiology catheter on (B)(6) 2021 and suffered cerebrovascular accident (cva) requiring prolonged hospitalization. No bwi product malfunctions nor immediate patient consequences from the ablation procedure were reported. Max wattage used was 35 watts. On (B)(6) 2021, the clinical account specialist (cas) that supported the case, was made aware that post-procedure, the patient developed visual anomalies (loss of right visual field) and cva was confirmed. The patient was admitted in the intensive care unit (ICU) and required prolonged hospitalization. There¿s no information regarding medical/surgical interventions. Physician causality opinion is unknown. The patient is currently in some form of outpatient rehabilitation for his visual changes. No further information is available. Since this event is life threatening and required prolonged hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.